Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced glitches, shocks and their body jump. It was noted that their implantable pulse generator (ipg) is now implanted on the right side rather than the left. Implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.